Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported a decline in the user's hearing. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, as identified by residual gas analysis, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's parents reported a decline in the user's hearing. The user has been re-implanted.